Event description:
Bayer case number: (B)(4) nickel allergy [nickel allergy], urticaria that got more intense since that and was quasi permanent [urticaria] , hemorrhage periods [heavy periods] , volume gain on abdomen [abdominal distension] , pain during sexual intercourse [painful intercourse] , weight gain [weight gain] , fatigue [fatigue] , joint pain [joint pain] , back pain [back pain] , pelvic pain [pelvic pain female] , dysmenorrhea [dysmenorrhea] , hives [hives] , depression [depression] , anxiety [anxiety] , memory problems [memory disturbance] , asthenia [asthenia] , menometrorrhagia [menometrorrhagia] , diffuse adenomyosis [adenomyosis] , sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-aug-2017. The most recent information was received on 24-mar-2026. This spontaneous case was originally reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure inserted (lot no. D60147) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cesarean section and parity 2 (both born by cesarean section in 1997 and 2000). Previously administered products included: iud nos. On (B)(6) 2016, the patient had essure inserted. In 2016 she experienced allergy to metals (seriousness criterion intervention required), urticaria ("urticaria that got more intense since that and was quasi permanent"), heavy menstrual bleeding ("hemorrhage periods"), abdominal distension ("volume gain on abdomen") and dyspareunia ("pain during sexual intercourse") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2019. On unknown date she experienced fatigue ("fatigue"), arthralgia ("joint pain "), back pain ("back pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), hives ("hives"), depression ("depression"), anxiety ("anxiety"), memory impairment ("memory problems"), asthenia ("asthenia"), menometrorrhagia ("menometrorrhagia"), adenomyosis ("diffuse adenomyosis") and sick leave ("sick leave"). The patient was treated with surgery (hysterectomy, including removal of the cervix and fallopian tubes). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, anxiety, arthralgia, asthenia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, memory impairment, menometrorrhagia, pelvic pain, sick leave, urticaria, hives and weight increased to be related to essure administration. The reporter commented: date of essure insertion: (B)(6) 2016 and date of incident reported as (B)(6) 2016. Clinic consequences: appearing 3 weeks after insertion of urticaria that got more intense since that and was quasi permanent. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: no abnormalities were found [ultrasound scan] on (B)(6) 2019: the examination also confirmed the position of the implants and revealed diffuse adenomyosis. Allergy tests performed by a dermatologist that revealed a nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 290 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 24-mar-2026: medical record received. New events fatigue, joint pain, back pain, hives, pelvic pain, depression, anxiety, memory problems, asthenia, menometrorrhagia, adenomyosis, sick leave were added. Essure insertion, removal date, lot number lab data added. Essure surgery details updated. Further company follow-up with the regulatory authority is not possible. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.